Event description:
When trying to fire the stapler with the dv5 system, repeated errors stating that no stapes loaded or staples previously used were given by the system. The stapler and all error loads were saved.